Event description:
A malfunction alarm, specifically alarm 20, occurred while the user was using the pump. There was no reported adverse impact to customer's blood glucose. Despite following on-screen instructions and replacing the cartridge, the alarm recurred. Customer reverted to using an alternate method of insulin therapy.